Event description:
It was reported, by the clinician, that the catheter extension line broke in use. It appears the catheter broke from the hub. There were no reported pt complications.

Manufacturer narrative:
Evaluation: the white luer lock hub on the proximal lumen extension line from one catheter and a 10 ml syringe were returned. The white luer connector was attached to a syringe when received. The hub was examined visually using the naked eye and under magnification. There was no evidence of any part of the extension line still being attached to the hub. It appears that the proximal extension line pulled from the luer lock hub in one piece during use. A device history record trace was completed with no relevant findings. Conclusion: the reported complaint of "extension line broke in use" was confirmed. The potential cause appears to be a manufacturing issue with the connection of the hub to the extension line.